Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Visual examination of the returned product identified the device was returned used and covered in fluid. Functional testing found the device would not power on in high or low mode with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection if the interior of the pack found the batteries had leaked electrolyte inside of the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the product would not spray water. There was no harm or delay reported. Due diligence is in progress for this complaint; to date no additional information has been received. At product evaluation investigation the visual inspection if the interior of the pack found the batteries had leaked electrolyte inside of the pack. No adverse events were reported as a result of this malfunction.